Manufacturer narrative:
The surgeon submitted a report through medacta website without any information on the implant; he only mentioned myknee (k093806) that is an instrument used during that case. Up to (B)(6) 2016 we were not able to get more information from him, even if there were multiple attempts to do it.

Event description:
The patient went to the surgeon with tibial subluxes posteriorly during flexion.

Manufacturer narrative:
On 22 march 2016 it was prepared a final report with the information already submitted in the intial report. On 23 march 2016 the report was sent to the initial reporter and the case was closed.